Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concommitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient receiving gablofen [500 mcg/ml] at a rate of 50 mcg/day via intrathecal drug delivery pump. It was reported that the patient had symptoms consistent with surgical site infection and the entire device system was explanted. The issue was resolved and there were no further complications reported/anticipated.